Event description:
It was reported at the international therapeutic radiology conference that the patient suffered a transient ischemic attack (tia), the placement of the stent at the lesion in the basilar artery. Medication was given and the patient recovered from the tia. The patient had been part of a study led by the physician, and all subjects included in the study had to have had a prior tia or stroke for inclusion. No other information is available.

Manufacturer narrative:
Report source: other for international therapeutic neuroradiology 2009.